Manufacturer narrative:
No product is being returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation. This report is to follow up medwatch # mw5105036.

Event description:
Procedure performed: laparoscopic cholecystectomy. Event description: complaint created based on medwatch received by mail on 03-jan-2022. Report number mw5105036. The balloon broke while surgeon was manipulating the trocar in the patient's abdomen. The entire trocar was removed and a new one was opened and placed in patient's abdomen with no issues. FDA safety report ID # (B)(4). Product not available for return. Additional information was received via email on 10-jan-2022 from user facility: a metal retractor was not used. There was no patient injury. An additional 5 mm trocar [non-applied] was used in the procedure. No damage to the tubing/balloon/balloon inflation port was noted. This was not a robotic procedure. No sharp instrument came into contact with the balloon. Type of intervention: the case was completed with a new trocar. Patient status: no patient injury.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. This event is not reportable as it is unlikely to cause or contribute to death or serious injury. This report is to follow-up medwatch# mw5105036.

Event description:
Procedure performed: laparoscopic cholecystectomy. Event description: complaint created based on medwatch received by mail in 03jan2022. Report number mw5105036. The balloon broke while surgeon was manipulating the trocar in the patient's abdomen. The entire trocar was removed and a new one was opened and placed in patient's abdomen with no issues. FDA safety report ID # (B)(4). Product not available for return. Additional information was received via email on 10jan2022 from user facility: a metal retractor was not used. There was no patient injury. An additional 5 mm trocar [non-applied] was used in the procedure. No damage to the tubing/balloon/balloon inflation port was noted. This was not a robotic procedure. No sharp instrument came into contact with the balloon. Type of intervention: the case was completed with a new trocar. Patient status: no patient injury.